Manufacturer narrative:
The event of device migration and implant malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration/ implant malposition.

Event description:
Healthcare professional reported "device migration" and "implant malposition". This record is for the right side. Device was explanted.